Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer's pump alarmed for compromised force sensor system alarm. The customer's blood glucose level at the time of incident was 111mg/dl. The customer states the pump had previously alarmed for no delivery and the reservoir was found to be bent while in the pump. The customer declined to troubleshoot for past no delivery alarms. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.